Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was successfully implanted with a conformable gore tag® thoracic endoprosthesis (tgu343420 /14713733) for the treatment of dissection of the descending thoracic aorta. On (B)(6) 2016, the patient complained chest pain, the CT reportedly revealed developing a dissection of the ascending thoracic aorta with a tear in the bifurcation of right coronary artery, the implanted gore tag® device was observed in collapse and the true lumen was occluded. It was stated an emergent surgical operation was performed on the same date. The physician reportedly confirmed during the surgery there had no indications about reverse tear by the gore tag® device being observed. The patient was doing well following the procedure by the date of reporting.

Manufacturer narrative:
(B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), the complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoprosthesis occlusion and reoperation.

Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), the complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and conversion.

Event description:
On (B)(6) 2016, the patient was successfully implanted with a conformable gore tag&#59412;thoracic endoprosthesis ((B)(4) /14713733) for the treatment of dissection of the descending thoracic aorta. On (B)(6) 2016, the patient complained of chest pain. A computed tomography angiography reportedly revealed a dissection of the ascending thoracic aorta with a tear in the bifurcation of right coronary artery. The implanted conformable gore&#59412;tag device was observed to be flattened in the reduced true lumen. It was stated an emergent surgical operation was performed on the same date. During the open procedure the physician reportedly confirmed no noticeable aortic wall damage adjacent to the device. The patient was reportedly doing well following the procedure by the date of reporting.